Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device would not shock with internal paddles. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if treatment was interrupted. Additional details have been requested.

Event description:
A customer reported that the device would not shock with internal paddles but would operate with internal paddles. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips field service engineer evaluated the device. A "no paddles connected message" occurred when the fse tested the device with the internal paddles that would not function. The same message occurred with the customer's alternate set of internal paddles. The fse determined that both sets of paddles should be replaced. The device passed all performance tests and was determined to be operational. No ECG strips or case events files were available for review. The customer discarded the faulty internal paddles. New paddles were ordered to replace the discarded paddles. The device remains in service at the customer site. The information gathered for this report does not indicate a systemic, design, or labeling problem. No further investigation or action is warranted.